Event description:
Device switching on automaticallyno patient involvement.

Manufacturer narrative:
The device history records for the sam 300p device and the pad-pak were reviewed, and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p last passed ¿out qat from heartsine technologies on the (B)(6) 2010. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten-minute manual power ups recorded in the history log. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Awareness date corrected to (B)(6) 2017.

Event description:
Device switching on automatically. No patient involvement.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device switching on automatically. No patient involvement.